Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was sensing of events in the refractory period leading to noise reversion. It was further reported there were low p waves. It was noted that the patient was in atrial flutter. The lead remains in use. No patient complications have been reported as a result of this event.